Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be pinch lumen/collapse lumen/thick sac thickness/valve damage/short inflation lumen. The lot number is unknown therefore the device history record could not be reviewed. We were unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the balloon on the foley catheter was difficult to inflate. The complainant reported that the catheter would only partially inflate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon on the foley catheter was difficult to inflate. The complainant reported that the catheter would only partially inflate.